Event description:
The screen of the clinimacs plus instrument remained blank after being switched on. The fan of the instrument turned correctly. The customer checked the incoming power supply and the connections and they were ok. A repair of the clinimacs plus instrument is organized by miltenyi biotec gmbh. Based on the information provided, harm to the patient can be excluded. (B)(6)